Event description:
It was reported that the patient presented in the emergency room with dizziness. Device interrogation revealed myopotential oversensing causing inhibition of sensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.